Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable and unresponsive. Reportedly, the customer fell with the pump and the following day, the pump had pixels and black lines throughout the touch screen. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.